Manufacturer narrative:
Approximate age of device: 2 years. The previous pump exchange was captured on MFR # 0002916596-2012-01283. Device evaluated by manufacturer: no further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a thrombotic cerebrovascular accident (cva) on (B)(6) 2015. The patient experienced a gi bleed and inr goal was lowered to 1.8-2.2. Post cva, the patient's new inr goal was a strict 2.0. The customer reported that they do not feel the cva was device related. The device is functioning as expected. The patient's inr goal was adjusted.

Manufacturer narrative:
Device evaluation: a direct correlation between the device and the reported thrombotic cerebrovascular accident could not be determined; however, the instructions for use lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and the event was not believed to be device related. The device was reportedly functioning as intended. No alarms were reported for the event and no log files were submitted. The patient remains ongoing on (B)(4). A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.